Manufacturer narrative:
The olympus territory manager reported (via email) that the customer was able to troubleshoot the error and believed the matter was resolved. The device is not expected to be returned and the present time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus territory manager reported (on behalf of the customer) that a b30 error occurred while using the video system center. The issue occurred during the diagnostic procedure (fiberoptic endoscopic evaluation of swallowing), there was only a slight delay (less than one minute) and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.